Event description:
On (B)(6) 2004, the pt was implanted with two original gore excluder aaa endoprostheses. On (B)(6) 2012, computed tomography scan detected endotension contributing to aneurysm enlargement (amount unk). The physician has scheduled a re-intervention procedure for (B)(6) 2012, where the entire graft system will be re-lined with a series of low-permeability gore excluder aaa endoprostheses.

Manufacturer narrative:
Imaging eval findings: cannot confirm the presence of contrast outside the device as image set does not include non-contrast phase or delay phase. Cannot confirm aneurismal growth with only one time-point to evaluate. There appears to be wall apposition at the proximal end of the device. There appears to be wall apposition at the distal end of the devices, within the common iliacs bilaterally. There appears to be pt lumbar arteries at the level of the device. A review of the mfg records for the devices verified that the lots met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serious fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected in 2004 to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.